Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer was changing the site on the pump and had a difficulty with the pump reservoir. It was a reservoir from a new box. The customer filled the reservoir with insulin and attached the sure t tubing. The plunger would not release and the customer tried to take it out it was filled with air bubbles. The plunger did not come out from the reservoir as it usually used to be. With the plunger still attached to the reservoir the customer could not put it in the rewound insulin pump. The customer did not want to use 'bubbly' insulin. The customer repeated the procedure with a new reservoir from the new pack and it was working fine. The reservoir will not be returned for analysis.